Event description:
It was reported that an alert for high, out of range hv lead impedance was received. It was noted that impedance measurements were normal during device upgrade one month prior. Further testing resulted in varying measurements. The pocket was opened and the connection was checked and was found to be good. The physician elected to revise the lead. Impedance measurements post procedure were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.